Event description:
It was reported that during a ptca treatment procedure, the tip of the pt graphix guidewire broke off in the pt. The physician was unable to retrieve the retained portion from the pt's body. A stent was used to secure the retained wire fragment to the vessel wall. The pt appeared stable after the procedure and was discharged to home after 4-5 hours of observation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. Add'l info from the u/f report: (B)(4) 2005.